Event description:
It was reported that the patient was not able to charge the battery. The patient stated that the light on the battery charger was "red." The battery was replaced and the patient given a new battery. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Additional analysis of the complaint information and results of product testing has determined this event does not meet the definition of a reportable serious injury or a product malfunction. Critical battery alarms functioned as designed and analysis of the returned batteries determined there was no failure detected, therefore this is not a reportable event, as this event condition will not require medical intervention to prevent a serious injury. No additional information will be forthcoming.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Product remains implanted.